Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported issues with the cylinders being too short may have been due to a potential measurement error. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient was dissatisfied with his tactra device and requested an inflatable penile prosthesis (ipp) because the cylinders did not extend to the glans. A surgical procedure was performed to remove the tactra and replace it with an ipp. No complications were reported.

Event description:
It was reported that the patient was dissatisfied with his tactra device and requested an inflatable penile prosthesis (ipp) because the cylinders did not extend to the glans. A surgical procedure was performed to remove the tactra and replace it with an ipp. No complications were reported.